Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd screen was blank. The device was not in patient use. The device's lcd screen needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device's lcd screen needs to be replaced to address the issue. The lcd and front panel board were evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd and front panel board as designed and operated without issue or error codes.